Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Physicist testing report on this x-ray system found that the maximum tabletop fluoro dose rate is above the 10r/minute level on the high dose setting.